Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2023. The following additional information was received: the sales rep just confirmed that the device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint #(B)(4). Date sent to the FDA: 5/31/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported upon receipt on (B)(6) 2023, of suture. Customer indicates that he receives perforated packaging with a sharp object, which does not guarantee sterility of the input. No patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not received. Additional information provided: patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. Device property of ? None. Device in possession of? None. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. How was sterility compromised? Was the damage from the sharp object only to the outside of the suture box? Was it only 1 box that was damaged by the sharp object? Were any of the suture packages inside the box damaged or compromised by the sharp object? Where was the sharp object found? Is it known where the sharp object originated from? If yes, please explain? Was the sharp object found inside the main shipping box? Did the package was the one with the perforation? Did the product was used on the patient? Device return status. Please document the shipment tracking number: did the product was used on the patient? Device return status. Please document the shipment tracking number: h3 evaluation: this is an analysis for a photo submitted for evaluation. No product is available for return. During the visual analysis, the following was observed: the photocopies show a box with an apparent perforation. A clear analysis could not be made because the photo is distorted when enlarged. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of quality process all devices are manufactured, inspected, and released to approved specifications. No product is available for return. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.